Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cosmetic damage. The device had cracks near the battery compartment. Customer was unaware how damaged occurred, normal wear and tear. Customer's blood glucose was unknown. No further information reported.